Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a 14" (36 cm) appx 0.48 ml, smallbore extension set where the reporter stated that there have been several reports of the extension set leaking. A crack was seen where the extension set is connected to the end cap. The occurrence is 4. The status of the product at the time of event was used on a patient. The medication leaking at the time of event was milrinone. There was patient involvement and unknown adverse events. There was delay in therapy.

Manufacturer narrative:
One used device was received for evaluation. A crack was found on the female luer opposite side of the gate. The set was leak tested per product specifications. The reported complaint of leakage can be confirmed due to the crack on the female luer. The probable cause of the crack is due to a material issue on a vendor supplied part. Corrective and preventative actions are in process. Lot history review could not be conducted because no lot number(s) was/were identified.